Manufacturer narrative:
Additional information: the patient was discharged home. No further treatment was required upon discharge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a protege rx stent was implanted in the left common carotid artery (mid/distal) to treat a plaque lesion with 75¿80% left internal carotid artery stenosis. The lesion length was 25 mm, the artery diameter was 5¿7 mm, and tortuosity and calcification were minimal. A transient ischaemic attack was reported, and mild dysphasia and right hand weakness were noted post-procedure and remained present. No medical or surgical intervention was required. The device remained implanted and in service.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.